Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was diagnosed through ultrasound. As a result, bilateral prosthesis replacement with 650cc mentor memorygel breast implant was performed on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on may 17, 2022. In addition to the right sided rupture reported initially, the patient also experienced bilateral ptosis and bilateral breast pain. This report relates to the right prosthesis. See 1645337-2022-06604 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 11, 2022. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).